Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on keypad traces. No dark screen or display anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a display anomaly and button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the screen was completely dark and she cannot read it. The customer stated that when she pressed the act button, the screen went black. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.